Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call that they experienced high blood glucose level of 412 mg/dl. The customer was experiencing difficulty breathing and was very fatigued. The customer stated that her pump received multiple no delivery alarms. The customer stated she has a back up plan. Customer declined to check their settings and also declined to troubleshoot for high blood glucose levels and possible site/insulin issues. Mother has concerns that the insulin might have been compromised since they left the insulin out in extreme temperatures and advised her to reach out to her pharmacist. A tubing clamp will be mailed to the customer overnight and the customer was advised she will be contacted back when tubing clamp was received so that an hp test can be done to determine if the insulin pump can detect an occlusion. The product was not returned for analysis. .